Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to b5 and h6 problem codes to accurately reflect the reportable malfunction. The customer's complaint of poor visualization is not reportable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the root cause of the phenomenon ¿excessive patchy color,¿ but it was likely caused by insufficient or incorrect reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
During device inspection, olympus found the bending section cover was excessive patchy in color. This medwatch report was submitted for the event found at estimation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of poor visualization was confirmed. The device evaluation confirmed a blurry image. It was also observed that the bending section cover was excessive patchy in color, which is also a reportable malfunction. Additional findings were also discovered: failed water test requiring glue on the bending section cover, a cut on the bending section cover, the light guide lens had residue, detach distal end of the bending section, patchy color and discoloration due to chemical on the insertion tube, and stained control body and control knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that the cysto-nephro videoscope exhibited a poor visualization issue. There were no reports of patient or user harm associated with this event. Additional details have been requested regarding the reported event. At this time, no additional information has been received.

Event description:
It is unknown when the event occurred. There was no delay or extended sedation due to the event and another device was not required to complete a procedure. The patient was not impacted by the failure.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.